Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 396 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.